Manufacturer narrative:
This report is submitted on june 12, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed an infection at the implant site and was administered antibiotics (date not reported) for a two months. The problem was not resolved resulting in the decision to explant the device (date not reported), leaving the electrode array in situ.